Event description:
The customer reported that the patient had been hypotensive and bradycardic and was therefore on an adrenalin infusion and transferred to the ccw (critical care ward) from the emergency department. The syringe pump infusion was switched to a ccw device because of the transfer and approximately 5 minutes later the device alarmed for "operational error", the screen turned red and white, and the infusion stopped. The patient became hypotensive for a few minutes while another device was obtained, programmed, and started. There was no report of lasting harm. The level of care was described as ¿increased observation or monitoring¿ and ¿minor treatment.¿ (titration of an inotropic medication). Two different concentrations for the adrenaline were reported: 1 in 10,000 (1 mg/10 ml) ampule and syringe form 3 mg/50 ml.

Manufacturer narrative:
The customer¿s report of an operational error alarm was confirmed. Physical inspection of the device noted damage to the tamper switch shroud. The tamper switch boot seal was split. No other damage or anomalies was observed. Review of the pcu error log identified malfunction code 132.3000 (tamper switch - stuck closed failure) having occurred on 20-oct-2018 at 20:32 pm which corresponded with a system malfunction entry recorded in the event log. Analysis of the event log identified the following sequence of events having occurred on 20-oct-2018. At 20:28 pm pcu powered on with syringe modules s/n (B)(4), and pump module s/n (B)(4) connected in positions a, b & c respectively. At 20:31 pm the tamper switch was selected and not released which resulted in the pcu alarming malfunction error code 132.3000. Functional testing found the device to be within specification. The root cause of the customer¿s report was identified. The cause of the damage to the tamper switch is unknown.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient had been hypotensive and bradycardic and was therefore on an adrenalin infusion and transferred to the ccw (critical care ward) from the emergency department. The syringe pump infusion was switched to a ccw device because of the transfer and approximately 5 minutes later the device alarmed for "operational error", the screen turned red and white, and the infusion stopped. The patient became hypotensive for a few minutes while another device was obtained, programmed, and started. There was no report of lasting harm. The level of care was described as ¿increased observation or monitoring¿ and ¿minor treatment.¿ two different concentrations for the adrenaline were reported: 1 in 10,000 (1 mg/10 ml) ampule and syringe from 3 mg/50 ml.